Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the right ventricular (rv) lead exhibited episodes of noise and ventricular autocapture. No intervention was performed. The patient remained in stable condition. The rv lead will continue to be monitored.